Manufacturer narrative:
(Advancement difficulties). The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp in 2009, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed six days prior. According to the complainant, friction/resistance was encountered while maneuvering the jagwire through the ercp catheter. After advancing the wire through the ercp catheter, resistance was encountered once the tip exited the catheter. The jagwire was advanced an additional 4 centimeters before failing to move any further. By manipulating the wire forward and backward, the jagwire was able to be released and continued forward. Furthermore, the site indicated that some difficulty was experienced while attempting to remove the jagwire at the end of the procedure. The procedure was completed with the same jagwire under reasonable delay. After the procedure, the site noted the presence of a deep circular groove (approx. 1 mm) on the surface of the wire, between the tip and body, which was identified by running a fingertip over the questionable area. There was no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.